Event description:
The previous report was submitted under the wrong manufacturer. This event will be reported under MDR 0001822565-2020-02949.

Manufacturer narrative:
The previous report was submitted under the wrong manufacturer. This event will be reported under MDR 0001822565-2020-02949.

Manufacturer narrative:
This follow-up is being submitted to correct product information and update associated information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-01745, 0001825034-2019-01746, 0001825034-2019-01748, 0001825034-2019-01749, 0001825034-2019-05477. Medical products: van ps open intl fem-rt 65, item# 183108, lot# j3954015; biomet cc I-beam tray 71mm, item# 141223, lot# j3920674; series a pat std 31 3 peg, item# 184764, lot# 298760; vngd ps tib brg 10x71/75mm, item# ep-183640, lot# 169980; vanguard fem pegs set 2, item# 183099, lot# 579810. Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised three years and two and a half months post implantation due to loosening, clicking noise, swelling, and pain. Patient's first day of therapy occurred four days after the revision surgery. She relayed that her surgeon told her the bone cement was loose on the outside of the tibial and it came out in crumbs. There are no x-rays as only a MRI was done to show loosening. There is no additional information at this time.